Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. The customer stated there was a power outage. Because of the uninterrupted power supply, the instrument and the pc continued to operate but lost communication to each other due to the power outage. The customer rebooted the access 2 immunoassay system and the pc and was able to regain communication between the two. Once communication was re-established, the customer noted "sample counts outside of limits" errors, which were posted to the event log. The customer contacted bci hotline regarding the sample count outside limit errors. Hotline recommended the customer load a new substrate bottle onto the system, prime and verify the system by running a system check. System check and qc both met specifications. Service was not dispatched for this event. Normal troubleshooting with customer support hotline resolved the problem.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous troponin (accutni) and ckmb results generated by the access 2 immunoassay system. Upon repeat the results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.